Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on(B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that the filter was tilted. No patient complications were reported. Additional information reported that a CT was performed on (B)(6) 2017. It was noted to be centered at the l3-l4 level and was tilted 15 degrees to the right.